Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating, "not passing any apt[atp] tests" involving video gastroscope model eg-2990i/serial (B)(4). No other information was provided at the time of the report. Multiple good faith efforts have been attempted with no responses as of 15nov2018. The gastroscope was returned on 24oct2018 and during evaluation by the service technician at pentax medical on 29oct2018, residue was found on the distal body and severe scratches inside the primary operational channel were documented. The additional pentax medical service inspection findings included the following: passed dry/wet leak tests. Eto vent valve loose inner shaft. Fluid invasion not observed in control body or pve connector.